Event description:
Myopore lead was explanted due to device infection. It remains unknown if the device or procedure caused or contributed to the patient complication. Customer has indicated that the device will not be returned to the manufacturer.